Manufacturer narrative:
Film evaluation results are: the first image shows the delivery system kink approximately 170mm distal from the strain relief. There does not appear to be any damage to the tray in the area of the kink. No other abnormalities were observed. Second and third image provided confirm the correct catalog and lot number associated with this event. There were no images provided that show the damage to the original outer packaging. The cause of the kink could not be determined form the images provided; however, from the information provided the damage to the packaging possibly due to shipping may have contributed to the out of the box kink.

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the device was opened and the stent graft cover was angulated due to packaging damage. No further information was provided.

Manufacturer narrative:
Device evaluation summary: the reported kink in the graft cover was confirmed. The exact cause of the kink in the graft cover cannot be conclusively determined; however, there was damage to the tray and original box that corresponded to the location of the kink. The event was most likely due to shipping/handling.